Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for analysis. The device was implanted in the patient and not returned to the manufacturer for analysis. Additionally, procedural images were not provided; therefore, the reported event and alleged product issue cannot be confirmed. The instructions for use identifies in-stent thrombosis and thromboembolic events as potential complications associated with use of the device.

Event description:
It was reported that a fred stent was implanted in the internal carotid artery (ica). 5 days post-procedure, the patient's "condition worsened" and examination revealed emboli in the distal ica. The thrombi in the distal ica were attempted to be removed, but a microcatheter did not pass through the fred stent. It was decided to discontinue the attempt to remove the thrombi. Under fluoroscopy, the stent appeared to be partially unexpanded. The health impact on the patient was reported to be "not serious."